Event description:
The customer attempted to make an exposure, but the system did not work. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The voltage on ps1 was adjusted to optimum operating voltage. The system was tested and found to be working as intended and put back into service.